Event description:
During a trial procedure, the surgeon had difficulty placing the lead. Blood return was noted and the procedure was aborted. The pt is reportedly doing well.

Manufacturer narrative:
The lead was discarded by the medical facility and will not be returned for eval.